Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the gastrointestinal videoscope's plastic distal end cover was burnt. There was no patient involvement.